Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of heparin. Per report the heparin infused within thirty (30) minutes. Additional information received 03mar2026: the patient arrived from the ICU at approximately 1300. The receiving clinician and ICU clinician completed a handoff on the heparin infusion, including changing the infusion to a full, new 250 ml bag. Pump settings matched the orders in the mar. At approximately 1330, the clinician entered the room and noted that the new heparin bag was empty. No leaks were observed. The primary team was notified immediately and instructed staff to continue monitoring the patient and await the next scheduled aptt/anti-xa at 2000. Around 1600, the patient called the front desk reporting bleeding from the wrist at the site where the arterial line had been removed in the ICU. On assessment, the site was "profusely" bleeding. Direct manual pressure was applied immediately, and the team was notified. The team arrived while manual pressure continued, and labs were drawn and sent. The patient remained asymptomatic with stable vital signs throughout. Despite an hour of continuous pressure, the site continued to bleed. Protamine 2.5 mg was administered, and terumo (tr) band applied at approximately 1800. The heparin infusion had been stopped at 1636. The patient remained hemodynamically stable and was monitored for two additional days. The patient was discharged to home on (B)(6) 2026 with no further needs.

Event description:
It was reported there was an over infusion of heparin. Per report the heparin infused within thirty (30) minutes. Additional information received 03mar2026: the patient arrived from the ICU at approximately 1300. The receiving clinician and ICU clinician completed a handoff on the heparin infusion, including changing the infusion to a full, new 250 ml bag. Pump settings matched the orders in the mar. At approximately 1330, the clinician entered the room and noted that the new heparin bag was empty. No leaks were observed. The primary team was notified immediately and instructed staff to continue monitoring the patient and await the next scheduled aptt/antixa at 2000. Around 1600, the patient called the front desk reporting "profusely" bleeding from the wrist at the site where the arterial line had been removed in the ICU. On assessment, the site was bleeding. Direct manual pressure was applied immediately, and the team was notified. The team arrived while manual pressure continued, and labs were drawn and sent. The patient remained asymptomatic with stable vital signs throughout. Despite an hour of continuous pressure, the site continued to bleed. Protamine 2.5 mg was administered, and terumo (tr) band applied at approximately 1800. The heparin infusion had been stopped at 1636. The patient remained hemodynamically stable and was monitored for two additional days. The patient was discharged to home on 14feb2026 with no further needs.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: other relevant history, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of heparin could not be confirmed or replicated during the investigation. Although laboratory testing showed the device was found to be slightly under infusing, this condition was corrected through calibration. Rate accuracy testing was performed on the suspect pump module. Testing found the suspect was infusing out of specification with an error result at -7.78%. However, this finding would not explain the reported over infusion, no incidents of free flow or over-infusion incidents occurred during testing. After calibration was performed a one-hour laboratory timed rate accuracy infusion which confirmed that the device was delivering fluids as programmed, within specification (-0.3333%), and with no observed periods of unregulated flow. Rate accuracy testing was performed using guidance from aami tir101:20221 fluid delivery performance testing for infusion pumps. Testing and inspection of the incident administration set could not be performed to determine if any issues existed since the set was not returned for investigation. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. A review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log prior to the reported event date identified an infusion occurring on february 12, 2026; which had been programmed on february 9, 2026 via a remote IV message with the following parameters: drug ID: 627, drug amount 25000 units, diluent volume: 250 ml, rate 10 ml/h and a volume to be infused (vtbi) of 250 ml. The dose and vtbi were changed by the user over the following days. The date of the event was reported as february 12, 2026. At approximately 1:00 pm, when the patient arrived from the ICU, the following log review focuses on the timeframe surrounding the reported event. On february 12, 2026; at 11:09 am, the user updated the vtbi to 200 ml. With an actual rate of 6.18 ml/h, the infusion started with a primary volume infused (pvi) of 1515.15 ml (volume recorded from previous infusions). At 1:09 pm, the infusion was paused, and at 1:15 pm it resumed. Following this, at 1:16 pm, the infusion was paused again, and at 1:24 pm it was restarted. At 1:25 pm, the user updated the dose to 331 units/h; therefore, the rate was automatically adjusted to 3.31 ml/h. The infusion then started with a recorded pvi of 1528.65 ml. The infusion continued until 2:10 pm, when it was paused, with a pvi of 1530.15 ml recorded at that time. At 2:16 pm, the user selected the suspect pump module and updated the vtbi to 250 ml, after which the infusion was started. The suspect pump module was turned off by the user at 3:41 pm, and the final recorded pvi was 1534.85 ml. The total infusion duration (from the last vtbi updated, noted by facility report) was approximately 1 hour and 25 minutes. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v 12.3.1), it states within warnings and cautions. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of heparin was not determined. Although laboratory testing found the device to be under infusing and required calibration, however this issue would not explain the reported over infusion. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.